Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19878. It was reported that the patient presented in clinic. Upon interrogation, it was found that the patient's atrial lead was exhibiting noise and their right ventricular lead exhibited high capture threshold. Both leads were explanted and replaced. The patient was recovering.